Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 307 mg/dl with large ketones, which was addressed with a correction bolus. During a follow-up call on (B)(6)2017, the contact confirmed that everything was working as intended.